Manufacturer narrative:
The manufacturer received information that the patient passed away, and his wife reached out to inquire about how to dispose of the simplygo mini device. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. Multiple good-faith efforts have been completed to obtain additional information on (06/03/2025, 06/21/2025, 07/04/2025) without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.

Event description:
The manufacturer received information that the patient passed away, and his wife reached out to inquire about how to dispose of the simplygo mini device. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
No device serial number was provided.